Event description:
The customer reported the battery shows fully charged on the leds, but is dead in the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery shows fully charged on the leds but is dead in the device. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.